Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in-clinic during follow-up, the device went into backup vvi after a failed cybersecurity upgrade. The device was restored to normal function. The cybersecurity upgrade was not attempted again due to weak telemetry. The patient's condition was normal.